Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
The customer reported that the drive support cap was flush and he requested assistance with it. The caller thought there was a problem with the insulin pump because his blood glucose was high. No further information was provided.